Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient received intermittent messages for sensor error, data loss, and no alerts. The patient stated during the times she received these messages, she had not performed a finger stick blood glucose (bg) during that time because she could not locate her glucometer. Around 7:00 pm on (B)(6) 2020, she woke to the paramedics administering her glucagon and unspecified IV fluids. Her bg per the paramedics was 35 mg/dl. She stated her neighbors heard a noise, checked on her and called the paramedics. At the time of report, the patient was doing fine. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.